Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump generated alert 67 consistent with a vbuck boost over/under voltage malfunction, the alert was verified in the device history, and the user was instructed to restart the pump; the alert recurred after restart and the patient was advised to replace the device and use backup therapy until the replacement was obtained. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included continued cgm use and planned device replacement, with user education on shutdown and that data would not transfer to the replacement. Investigation included review of the device history, patient interview, and troubleshooting guidance. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.